Event description:
Reporter used product for about 4 hrs. When he removed it, he thought he had the impression of the belt on his lower back, then areas started to swell and turn purple. Consumer went to urgent care in 2007 and doctor told him that he had cold burns. He took advil for his back pain.